Event description:
Physician noted microbubbles near the hub of the catheter. No patient impact was reported.

Manufacturer narrative:
The decision to file this report was made after a secondary investigation of the product yielded additional information. Two products were returned from the user facility, and after several attempts to contact the user facility, it could not be determined which product (if any) was used in the patient. A report for each product is being submitted. See MFR report # 2134812-2013-00046.